Event description:
A customer reported a leak from where the bag was attached to the vial mate. A vancomycin vial and a baxter 0.9% sodium chloride is attached to the vial mate this was observed during reconstitution. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual and functional tested were performed. The reported condition of leak was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A label review was performed and was determined to be correct and appropriate. A batch review was performed on the reported lot with no deviations found.